Event description:
The patient reported they experienced a seizure in (B)(6) and they believed it was related to the device. The patient stated they want their device removed; per patient the hcp refused to perform the procedure. Patient's wife reported that the patient went to the emergency room for pump assistance. The pump was checked and it was indicated that the next refill was needed by (B)(6) 2012. The patient's last refill was (B)(6). The patient was looking for a physician to manage their care. It was indicated that the pump was also delivering clonidine.

Event description:
The patient reported they experienced seizures a few weeks ago. The patient believed it was due to the pump medication dosage being adjusted. The patient believed it was dilaudid in the pump, but was unsure. Additional information has been requested, but was not available at the time of this report.

Event description:
The device was explanted and returned for routine analysis.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
.

Event description:
Additional information received reported the patient had the seizure when his refill health care provider (hcp) at the time was "mixed the meds" in his pump and increasing/decreasing the dosage. The patient at that time in (B)(6) 2012 experienced severe seizure that "almost killed him". The patient reportedly asked the hcp "if mixed the meds" or if increasing/decreasing could have contributed to the seizure however the hcp said it wasn't possible. Two days following was when the patient received the dismissal letter from his hcp at that time.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow up report will be sent when analysis is completed.

Manufacturer narrative:
Catheter: model# 8731sc, serial# (B)(4), implanted: 2009 (B)(6), explanted: unk. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported their last refill was on (B)(6) 2012. Caller stated he did not know when the next refill was due or exactly which medications were in his pump. Caller reported that he had a seizure and was in the intensive care unit for three days. Dates of that event were not provided. Caller stated he did not hear any alarms from his pump currently. Patient stated they will soon be running out of medicine in their pump.

Manufacturer narrative:
Analysis of the pump found it passed all non-destructive lab testing. During destructive analysis the technician noted significant resistance when trying to manually turn gear three, when isolated from the rest of the gear train. The technician found significant residue on the o-ring of gear three, located on the top bridge. There was also significant residue found in the pinion of gear two, the upper shaft of gear three, and slight residue in the teeth of gear three. Pump motor gear train anomaly corrosion and-or wear and-or lubrication was noted.